Event description:
Healthcare professional reported right side " inflammatory lymph nodes" via ultrasound. Device remains implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, it is not possible to determine, the lot number or catalog number through the photos provided. Lymphadenopathy-breast: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed. Clarification to d.9.: returned to mfg on: the device has not been returned.

Event description:
Healthcare professional reported, right side " inflammatory lymph nodes" via ultrasound. Device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported right side " inflammatory lymph nodes" via ultrasound. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.